Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Customer provided fiber with burn marks on the connector. The unit was tested with test fiber of 150um at 4 different times and there was no evidence of burning. The energy output was as follows: 2w - 2.18w 2.17w 2.19w 2.18w, 24w - 26.9w 26.6w 26.7 w 26.6w. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The biomedical technician reported to olympus on behalf of the customer that the soltive premium superpulsed laser system caught fire on the fiber cable at the end of the connector. The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm. There are 2 devices related to the event: complaint # (B)(4); soltive premium superpulsed laser system; model # tfl-pls; serial # (B)(6). Complaint # (B)(4); 200 micron tfl single use fiber ; model # unknown; serial # unknown (this complaint).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - unknown as the lot number was not provided. The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the probable cause of the fiber fire at the connector end could not be determined. The following information is stated in the instructions for use (IFU): "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.